Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient did not recharge their ipg as recommended, as such, the ipg was no longer able to communicate with external devices. A manufacturer representative confirmed and deemed the ipg inoperable. Surgical intervention was undertaken on (B)(6) 2025, where a lead diagnosis was performed and it was revealed both leads had high impedances. As a result, the full scs system was explanted and replaced to address the issue.